Event description:
It was reported that at power up, the programmer froze, with an error message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event of an error message, caused by a software issue. The hard drive was reconfigured and software reloaded. The lcd (liquid crystal display) was found to be damaged, a circuit board failed calibration , the lower case was damaged, and the system fan was noisy. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that at power up, the programmer froze, with an error message. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).